Event description:
It was reported the patient had not felt any stimulation sensation in over a year. The transmitter was tried with the receiver and the device was reprogrammed on all electrode combinations, but the attempts were unsuccessful. The receiver was going to be replaced, but the surgery date was not specified.

Manufacturer narrative:
Lead model 3487a-45, lot #j0123273v, implanted: (B)(6) 2002, lead model 3487a-45, lot #j0123273v, implanted: (B)(6) 2002.